Manufacturer narrative:
(B)(4).

Event description:
Patient's husband contact dexcom on (B)(6) 2015, to report that a patient experienced a myocardial infarction (mi), on (B)(6) 2015. Patient's husband reported that the patient had to remove sensor for medical procedure related to heart attack. Patient's husband further reported that the patient was given insulin while being treated for mi. No additional event or patient information is available. There was no alleged device malfunction. It should be noted that diabetes mellitus is a known cause of myocardial infarction (mi).